Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, after which the pump no longer displayed the error. The caller successfully started their sensor session.